Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The severely calcified target lesion was located in the bifurcation of the left anterior descending (lad) and left circumflex coronary artery (lcx). The lcx contained a total occlusion as well as a 98% stenosis. A non-bsc stent was implanted in an unspecified location. The physician wanted to perform a kissing balloon technique in the target lesion with a 3.0x20mm apex balloon and an unspecified device. The 3.0x20mm apex balloon was advanced inside the previously implanted stent and inflated to 18 atms when the balloon "suddenly broken to two segments". The balloon catheter was removed and it was noticed that the distal balloon segment had detached, and remained in the left main artery. The physician was unable to retrieve the balloon fragment via snare. A 3.5x20 non-bsc stent was implanted to "paste" the balloon fragment against the vessel wall. The stent was considered to be well positioned, well apposed and adequately covering the balloon fragment. The procedure was completed with another 3.0x20mm apex balloon. There were no additional patient complications reported with the patient's current condition listed as "stable".